Manufacturer narrative:
The concerned respirator consists of the cockpit c500 with a touchscreen as display-, input- and monitoring device and the ventilator box v500, which performs the ventilation. The two units communicate via defined network interfaces. The logbook analysis revealed that the v500 had performed some restart trials on (B)(4) 2016. As these trials were not successful, the device generated ¿device error 3¿ alarm and stopped ventilation. The malfunction could be traced back to pcb ¿ther.contr.unit m16.2¿of the v500. The pcb was exchanged and made available for investigation. During investigation at manufacturer site hardware was found to meet specification, but the required network adjustments were missing by unknown reasons. These missing data can lead to stop of communication between c500 and v500 and would result in the observed ¿device error 3¿ alarm. The device behaved as specified for the internal network problem, generated alarm and tried to restore ventilation by restarts. If three restarts ¿ each needs about 8 sec ¿ were not successful, ventilation stops and the airway system remains opened to atmosphere to make spontaneous ventilation possible. The device has been repaired by replacement of the pcb and installation of the software.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
Reportedly the device displayed a device failure and interrupted the ventilation. The device generated permanently alarms. The v500 was turned off by the rocker switch and the patient was ventilated with an oxylog. No injury has been reported.